Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call the smell of insulin while changing reservoir. Customer's blood glucose at the time of call was 340 mg/dl, but reported that blood glucose had been close to 600 mg/dl and had diabetic ketoacidosis. Customer reported that insulin did not leak from reservoir barrel or o-ring, but could smell insulin. Customer was advised to monitor insulin pump.